Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-24. H.6. Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, customer samples along with retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 10 production lot in-house retention samples and 10 customer samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 20 tubes. The following information was provided by the initial reporter. The customer stated: "tubes not filling to fill line."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 20 tubes. The following information was provided by the initial reporter. The customer stated: "tubes not filling to fill line."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 20 tubes. The following information was provided by the initial reporter. The customer stated: "tubes not filling to fill line."